Event description:
Per customer: keypad not working. Reporting due to potential keypad malfunction; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it was not provided. This complaint is being opened from a self-service customer report on performed repairs. The device was not returned to brézins for investigation as it repais were carried out locally. After several requests, it was confirmed that the display/front casing was the part that was replaced. The replaced part was not sent back to france for investigation. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. A CAPA was opened for defective keypad but as this event is not confirmed it cannot be directly linked to it. If further information is provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.